Event description:
It was reported the cysto-nephro videoscope had burns inside the forceps channel and the channel was collapsed. The issue was discovered during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information in d8, d9, and h4. The device was returned to olympus for inspection and the reported failure was confirmed; there was a crush deformation inside the forceps channel and there was burning inside the forceps channel. A definitive root cause could not be identified. Based on the results of the investigation, olympus confirmed that there is no load at the facility that would cause the insertion part to collapse, and that there is no possibility of burning the inside of the forceps channel therefore olympus was unable to determine the factors that led to the occurrence of this phenomenon. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.